Event description:
An embolic coiling procedure was performed treat an intracranial aneurysm. One micrus microcoil was used. The coil required 7 detachment cycles before oetaching in the micro catheter. Physician was unable to push coil into aneurysm. Procedure terminated, pt sent to surgery. Device was not returned for eval. Coil was removed, no evidence of post-surgical injury. Aneurysm location: anterior communicating. Aneurysm size: 10mm high, 10mm diameter, 7mm neck.